Manufacturer narrative:
E1: event city: (B)(6). Event country: poland. Name: medtronic minimed. Country: united states of america. Street address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Patient reported adhesive issue event occurred on (B)(6) 2026. Infusion set tap not sticking. No further information is available.